Manufacturer narrative:
Concomitant medical products: product ID: dtmb1qq ICD, implanted: (B)(6) 2017; 459888 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead integrity alert (lia) was triggered for oversensing/noise on the right ventricular (rv) lead. There was high undefined impedance, no capture and fracture on the rv lead. The lead was capped and replaced. During replacement, the physician was unable to get the setscrew to work. The device was explanted and replaced. No patient complications have been reported as a result of this event.